Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced leaking cartridges on two occasions. The patient contacted support and was asked to walk through a supply change. During this process, it was determined that components were being connected outside the ilet device, which was explained as a cause of leakage. The patient demonstrated understanding and stated they would perform the supply change correctly going forward. Blood glucose was not impacted. The lot number was not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.